Manufacturer narrative:
It was reported that the broken tip of the needle was located in myometrium. Conclusion: the actual sample was returned for evaluation. Visual examination revealed that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2015 and suture was used. During suturing of myometrium for conization, the needle was broken where the needle-holder was held. The broken tip of the needle fell into the patient's body. The surgeon commented that astriction was performed to prevent moving the broken needle and the patient was moved to the x-ray room without hemostasis treatment. The broken needle was confirmed on x-ray and then, the patient went back to the operation room. The broken needle was retrieved and no additional incision was performed to remove the needle. The patient experienced intraoperative blood loss over 840cc. It was also reported that the patient got anemic and intravenous drip has been given. Additional information has been requested.